Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor (B)(4) was returned to zoll manufacturing corporation for evaluation. Monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. Device evaluation of the monitor is still underway. Device manufacture date: monitor - 09302015, belt - 10022015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was nsvt. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. Details surrounding the event are unknown. The patient reportedly was taken to the hospital via ems and was defibrillated by ems as well. The patient was intubated once at the hospital. It is unknown when in the sequence of events when the patient was treated by the lifevest. Review of the download data indicates that nsvt during bradycardia contributed to the detection. The response buttons were not pressed during the event. The patient is to receive an ICD.